Event description:
The patient has two leads from the same lot. On (B)(6) 2014, the patient underwent a permanent implant procedure. During the procedure, cerebrospinal fluid leakage occurred. The doctor attempted to use saline to address the issue but was unsuccessful. As a result, a blood patch was performed and provided resolution. The following day the patient stated she felt fine.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.